Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed through a review of the device event history log and caused by a failed motor. The mr sensor had become dislodged from the encoder board, which was likely due to an impact. The failed motor assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.